Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. At an unspecified time during a routine follow up, transesophageal echocardiogram (tee) was performed, identifying a device-related thrombus. The patient was instructed to continue blood thinners.

Manufacturer narrative:
B3: bsc aware date used, as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. At an unspecified time during a routine follow up, transesophageal echocardiogram (tee) was performed, identifying a device-related thrombus. The patient was instructed to continue blood thinners.